Event description:
It was reported that the patient observed a low blood glucose of 60 mg/dl on the ilet display, treated with oral carbohydrates (juice and cake), did not confirm recovery with a fingerstick, and subsequently experienced hyperglycemia up to 400 mg/dl, after which glucose levels began returning to range during the call; education was provided on proper hypoglycemia treatment and confirmation via fingerstick. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included transient glucose excursions without escalation of care. Investigation included product troubleshooting and user education. Investigation of this case revealed user management of hypoglycemia without confirmatory testing and probable overtreatment, with no ilet malfunction or alarm-related issue identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error.